Event description:
It was reported that the patient with this left ventricular (lv) lead experienced elevated lv threshold and intermittent phrenic nerve stimulation. (B)(6) technical services (ts) suggested to lower the voltage and consider a new lv lead. The device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).